Manufacturer narrative:
The ventralight st along with the echo ps were returned for eval. All were rec'd in a contaminated state. The complaint sample was evaluated and a section of the circumference of the mesh is confirmed for having lightly frayed edges. Detachment of some of the sepra coating and 1 of the 4 mesh connectors was uncoiled but still attached to the mesh were also noted during the eval. However in the as rec'd condition; the sample and all of the ps components were contaminated with dried blood. It would appear that the sample had been hydrated, introduced into the abdomen through the trocar and back through the trocar prior to being removed from the sterile field, which could explain these two observations. A review of the mfg records found that the lot was mfg to spec. Additionally, to date this is the only reported complaint for this mfg lot of (B)(4) units. Although the reported condition was confirmed, based on the limited info provided regarding the surgeon technique (ie trocar size and proper use of introducer tool) and the sample eval, a root cause for the frayed edges of the mesh is undetermined.

Manufacturer narrative:
The follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Updated product problem.

Event description:
(B)(4).